Event description:
Wire/mesh head came off during use. The procedure was arthroscopy right shoulder with chromoplasty and debridement of calicific tendinitis. The head was retrieved from arthroscopy site by physician. No pt injury.